Event description:
Major pump unit(s) involved: blood pump.additional text: vad-6146.specific component(s) involved: other component malfunction.other component: increasing power requirements, spontaneous vad shutdowns.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.